Manufacturer narrative:
A review of the ion system logs for the reported procedure date found no related system errors occurred during the procedure that were relevant to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent an ion bronchoscopy, and during navigation and rebus imaging, prior to biopsy, the patient developed hypotension. Efforts at resuscitation were unsuccessful and the patient died. There were no reported malfunctions of the ion system, instruments or accessories. No further data is available despite multiple efforts. Based on the available data the events were procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 associated death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. .

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient's blood pressure dropped significantly, causing hemodynamic instability leading to death. The procedure involved ion navigation and radial endobronchial ultrasound (rebus), it was interrupted before the biopsy could be performed. Approximately 10-15 minutes into navigation, the anesthesiologist informed the procedure team of the patient¿s ¿dangerously low¿ blood pressure. The ion system was undocked, and cardiopulmonary resuscitation was initiated. The patient was pronounced dead approximately 45 minutes later. There was no reported device malfunction associated with the event. Multiple attempts to obtain additional information from the physician were made; no response has been received.